Manufacturer narrative:
It was reported that, customer informed her mother's bed stopped working. The customer informed the foot section was only going up but now it is completely flat and won't move. The customer stated the foot section is making a clicking sound last night. The customer checked and informed the foot section is back working but now the head section will not. The customer stated you can hear the motor. The customer stated her mother tried to use pendant to move the bed and heard a pop sound when the bed stopped working. No adverse event or patient harm was reported. There were no reports of death, serious injury, medical intervention, or follow up care. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, customer informed her mother's bed stopped working. The customer informed the foot section was only going up but now it is completely flat and won't move. The customer stated the foot section is making a clicking sound last night. The customer checked and informed the foot section is back working but now the head section will not. The customer stated you can hear the motor. The customer stated her mother tried to use pendant to move the bed and heard a pop sound when the bed stopped working. The customer is aware bed is out of warranty and may have to purchase parts out of pocket.